Manufacturer narrative:
27-jan-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush head fell out of the socket - oral-b [device breakage]. Can't fit on securely anymore - oral-b [device connection issue]. Product counterfeit - oral-b [product counterfeit]. Case narrative: 78-year-old male consumer via phone stated that the oral-b toothbrush head fell out of the socket of the oral-b toothbrush and the oral-b toothbrush head would not fit securely on the toothbrush anymore. No injury was reported. 27-jan-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head fell out of the socket - oral-b [device breakage]. Can't fit on securely anymore - oral-b [device connection issue]. Case narrative: 78-year-old male consumer via phone stated that the oral-b toothbrush head fell out of the socket of the oral-b toothbrush and the oral-b toothbrush head would not fit securely on the toothbrush anymore. No injury was reported.